Event description:
A nurse manager alleged that a female patient undergoing a hysterectomy developed a bilateral skin rash on the inner and outer thighs where the skin had been prepped with either betadine or chloraprep and later touched with a bair paws flex gown (model 83003). The patient had been warmed with the upper body portion of the gown during surgery. After surgery she was warmed with the full gown. Fifteen - thirty minutes after warming started post-surgery, a rash was noted. The patient was treated with prescription decadron (dexamethasone) and non-prescription benadryl (diphenhydramine). The rash resolved.

Manufacturer narrative:
The nature of the medical intervention was reported on (B)(4) 2014 which is the reason this item is being filed. This lot number was not provided. Without the lot number it is not possible to determine the expiration date or the manufacturer date. Additional investigation is needed for the customer reported product 83003. They return product 81001 and indicated one was used the other unused.